Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The tortuous target lesion was located in the left circumflex (lcx) artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged in the proximal end of lcx before reaching the lesion. The physician attempted to withdraw the stent but failed. The stent was then deployed where it was lodged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The tortuous target lesion was located in the left circumflex (lcx) artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged in the proximal end of lcx before reaching the lesion. The physician attempted to withdraw the stent but failed. The stent was then deployed where it was lodged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual examination of the stent found that the stent was detached from the delivery system and was not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture was 0.0438". This measurement is within specification. A visual and microscopic examination of the tip found damage. The balloon folds were relaxed and contrast medium was present in the balloon lumen. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.